Event description:
The account alleged the bed had no foot, knee or head functions electrical or manual. No patient impact.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.